Event description:
(B)(6) requesting follow-up from (B)(6) on donor (B)(6) for a late decline of the liver 17 hours after acceptance. The liver was accepted and transported ucsd center and we were notified 17 hours post crossclamp that the liver could not be utilized. The response we received stated that the liver was not utilized due to a medical device failure of the metra organ ox device. See response below. Upon acceptance and arrival of the liver organ at our center casd, the liver appeared viable for transplantation based on our initial evaluation. The liver was placed on the metra organox pump by our transplanting surgeon without any concern. Approximately 3 hours and 13 mins into the perfusion the transplant recovery specialist noticed volume collection at the bottom of the bowl and low flow. At this time the machine was not alarming however out of concern we notified the metra clinical specialist team and instruction was provided to the transplant recovery specialist to check for any kinks in the tubing. The surgeon was notified and he immediately arrive on site. The machine began alarming once flows reached a critical low level and due to the inability to troubleshoot the error a second metra clinical specialist was called to assist. It was confirmed that there was no flows on the machine and the reservoir volume was empty and volume was collecting at the bottom of the bowl. The recovery specialist as per the guidance from the metra clinical specialist attempted a start/stop and power cycle and confirmed that the centrifugal pump was working but the ascites pump was not running. Lack of flow on the device was confirmed for a minimum of 60 minutes and there was an increase in lactate from 0.88 to 8.44 following device issue. At this point the surgeon examined the liver and it was identified that the organ was not viable. The metra unit was placed on quarantine pending investigation and servicing after the incident on (B)(6) 2024. The service engineer serviced the unit on the ucsd premises on (B)(6) 2024. The root cause of the ascites pump not running was a result of the ascites level sensor cable rubbing against the back rotating part of the ascites pump. This caused the pump to overheat from friction and shut itself off for safety. Following the servicing and testing, metra unit was deemed suitable for use and was released from quarantine. This was identified as an isolated incident and no issues identified since then.